Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that bolus wizard could not be seen on newly programmed insulin pump and customer needed assistance with programming. Customer reported of having high blood glucose of 597 mg/dl and low blood glucose of 30 mg/dl which was treated with juice. Customer received assistance with programming and declined troubleshooting for high and low blood glucose.